Event description:
Came in mold; I purchased products from an event marked ritual of soap, vaginal steam and vaginal pearl from this table set up at a venue. The company name: (B)(6). I was told this product heal my vagina, tighten and remove fibroids in fact this company doesn't even seem like a real company. Their products are not real. I don't know but it irritated my skin and the vaginal tampon to be inserted was moldy. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Dates of use: (B)(6) 2019. Reason for use: fibroids, menopause, menstrual cramping, vaginosis.